Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that there is bent sensor cannula, a piece stuck in the body. The customer was advised that we will send replacement.